Event description:
It was reported the patient presented remotely. Upon review of the transmission, it was observed the patient's right ventricular lead was oversensing noise. No known intervention was performed. The patient was stable.